Event description:
A report was received that during a routine reprogramming, the patient's lead was exhibiting high impedances on contacts 1-9. The bsn representative attempted to reprogram the patient however was unsuccessful. The physician has recommended the patient undergo a lead replacement.

Manufacturer narrative:
Additional information received that during the lead revision procedure, the physician replaced the lead due to it possibly being fractured however this did not resolve the high impedance issues. The physician troubleshooted and replaced the ipg, which also did not resolve the issue. The physician believed the high impedances are not due to the device but are due to anatomical issue of the patient's epidural space. Additional suspect medical device components involved in the event: model# sc-1110-02 serial# (B)(4) description: precision implantable pulse generator (ipg) the ipg was analyzed and no discrepancies were found device evaluation indicated that the complaint of high impedance could not be duplicated. The associated lead was inserted in both ports. All impedance readings were within the normal range. Visual inspection found two dislodged contact, however impedance measurements were all within the expected range. The dislodgement did not affect impedance readings. The timing of the damage could not be determined. The root cause of the high impedance anomaly after the operation could not be determined.

Event description:
A report was received that during a routine reprogramming, the patient's lead was exhibiting high impedances on contacts 1-9. The bsn representative attempted to reprogram the patient however was unsuccessful. The physician has recommended the patient undergo a lead replacement.